Event description:
It was reported that during an unknown procedure, the white tissue pad came off the blade during use. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4. ) no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch m90764. Additional information requested: did the detached tissue pad fall into the patient? Was the piece retrieved? Is the detached tissue pad being returned with the device? Or was the detached tissue pad discarded? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?